Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous decreased blood glucose (bg) levels of 50 - 70 mg/dl which was addressed with the customer consuming candy. Cause for (bg) was due to basal rate settings being too high. Tandem technical support assisted the customer with adjusting the basal rate settings.